Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h1, h2, h6, h10 4307 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor associated with this complaint and completed the failure analysis investigation. The hrsv monitor was found to have a defective main board and did not turn on during testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the hrsv monitor for failure analysis investigation. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc); console left eye flickers and goes completely blank intermittently. The clinical territory associate (cta) contacted dvstat technical support engineer (tse) to report the issue and said that the console left eye was blank. The tse verified that the left eye image on the touch screen monitor was stable. The customer power cycled the system and restored the left eye in the monitor, however, the left eye went blank again very shortly after power cycle. The customer is continuing the procedure with right eye image; left eye flickering; intermittently blank. The procedure continued to be completed as planned with no reported injury. On 7/2/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the procedure took approximately 3 hours to complete. The issue started at first where the image was blank/dark intermittently but then, the last hour was without the left ssc eye completely. The customer worked with dvstat technical support engineer (tse) to troubleshoot and, among other things, did a hard reset but vision issues remained. The procedure ultimately completed robotically with no patient injury.